Manufacturer narrative:
Operator of device is patient/consumer. Initial reporter also sent report to FDA is unknown. No product information has been provided to date. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that 3 cassettes produced no disposable alarms. Patient had to waste already mixed medication as a result. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updates are not required. H10: no sample has been received by manufacturing to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Corrected data: h4: correction: device manufacture date: 22-feb-2021.